Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm at 4.0 lbs during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at lcd window corners and battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received several compromised force sensor system alarms. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the insulin was squirting out. The customer stated that the piston continued to move forward after making contact with the reservoir. The customer was advised that the insulin pump will need to be replaced. The customer agreed to return the insulin pump for analysis.